Manufacturer narrative:
The customer¿s report could not be confirmed. Although the suspect set was returned, the reported cracked trifuse spin collar was not received with the set and there were no photos supplied to confirm the issue. The root cause was not identified.

Event description:
The customer reported that the spin collar of the trifuse cracked at the white lumen during an infusion of metronidazole, cefepine, versed, dexmed and dilaudid. There was no report of patient harm.

Event description:
The customer reported that the spin collar of the trifuse cracked at the white lumen during an infusion of metronidazole, cefepine, versed, dexmed and dilaudid. There was no report of patient harm.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the spin collar of the trifuse cracked at the white lumen during an infusion of metronidazole, cefepine, versed, dexmed and dilaudid. There was no report of patient harm.